Event description:
It was reported that during a da vinci gastric bypass procedure, the cable on the large needle driver instrument came off track. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable was derailed at the distal idler pulley. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley and there was corrosion on the rails by clamping pulleys. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the distal pulley may have been due to mishandling and the damage to the clamping pulley may have been due to improper cleaning. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.